Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was confirmed. If additional information is received, a supplemental MDR will be sent. (B)(4)300053287.

Event description:
Report received from USA stating that the device had "cord damage". The device was not being used during surgery. There was no patient or user injury. There was no additional information provided.